Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed "defib fault 76" and invalid "defib fault 73" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during incoming inspection, the device displayed "defib fault 76" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to fractured solder on a transformer on the pace/defib (pd) engine board. The pd engine board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.